Event description:
Related manufacturing ref: 2184149-2024-00010. During a supraventricular tachycardia procedure, there was a communication issue with the ampere rf generator and the workmate catheter interface module resulting in cancellation of the procedure. When the ablation cable was connected to the ampere rf generator, the ablation egm was showing but other egm like the cs, his, and rv showed as flat blue lines. The workmate catheter interface module was exchanged with a secondary one, new ablation cables, and a new catheter were attempted, but the issue remained. The procedure was then cancelled. Replacing the ampere rf generator along with the workmate catheter interface module resolved the issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere generator was received for analysis. The device functioned normally throughout product testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported communication issue was unable to be determined. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.